Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm vicm5 13.2, -04.50 diopter, implantable collamer lens, into the patient's left eye on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The lens was exchanged on (B)(6) 2021 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown.